Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected low reservoir alarm or excessive "no delivery" alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and hyperglycemia. Customer's blood glucose levels at the time of hospitalization 420mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated manual injection. The customer also mentioned receiving a no delivery alarm. Troubleshooting occured. The customer requested that the insulin pump be replaced. No additional information was provided.